Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a battery depletion alert was triggered due to extended magnet exposure. A download of the device data was evaluated by a boston scientific technical services consultant. The consultant informed the caller this is expected device behavior and the battery will recover and tones will continue to be emitted until the device is interrogated. No adverse patient effects were reported.